Event description:
Same case as 6000089-2006-01912. It was reported that 140 days after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The index procedure treated a 3.00x40mm, mildly calcified, 90% stenosed lesion located in the proximal left anterior descending artery (prox lad) with predilation and placement of two overlapping taxus liberte' drug eluting stents of size 3.00x16mm and 3.00x28mm. The post procedure target lesion had 0% diameter stenosis. The procedure also implanted a guidant vision bare metal stent in the distal lad. There were no reported complications. The patient was discharged 2 days later on aspirin and plavix. One hundred and fourty days after the implant procedure the patient required a tvr for 80% stenosis in the distal lad. The event was resolved by angioplasty balloon and placement of another taxus liberte' stent. In the opinion of the physician the relationship of the tvr to the taxus liberte' stent is unrelated. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplement medwatch report will be filed.